Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® cpt¿ cell preparation tubes with sodium citrate there was under-fill or low draw of a the tubes with blood. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "there was a draw volume issue. The tubes didn't draw blood properly, possibly due to a negative pressure-related defect."